Event description:
It was reported that a patient with a non-(B)(6) device underwent a surgical procedure in which a new artificial urinary sphincter was implanted due to unspecified reasons. No additional information was reported. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).